Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual evaluation was performed and found that the front enclosure damaged. Review of the archive data revealed multiple user advisory (ua) 41 (patient temperature sensor failure) error messages occurred on (B)(4) 2016. Functional testing could not be performed since the ua41 error message occurred after the device was powered on. Further investigation of the device found a loose connection between the temperature sensor cabling connector and j5 on the power distribution board (pdb). To resolve the issue, the pdb and the temperature sensor cabling were replaced. The platform was retested and ran for approximately 30 minutes with no faults found. In summary, the customer's reported complaint was confirmed during archive review and functional testing. The root cause of the problem was a loose connection between the temperature sensor cabling and j5 on the pdb. The autopulse platform is a reusable device and was manufactured on 08/27/2013. Therefore, this type issue is characteristic of normal wear and tear for the life of the device. Additionally, the front enclosure was replaced (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The platform passed all final testing criteria.

Event description:
During a routine shift check, it was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory 41 (patient temperature sensor failure) error message. There was no patient involvement reported.